Event description:
It was reported that the patient experienced cardiac tamponade and cardiac perforation. In relation to a pulse field ablation (pfa) procedure with concomitant left atrial appendage closure (laac) using a farawave catheter the patient experienced cardiac tamponade and cardiac perforation. The exact timing of the event is unknown. It is unknown if any medical intervention was necessary, but the patient was hospitalized or had a hospitalization prolonged due to the complications. The current condition of the patient is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.